Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the batteries. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not function properly during fluoroscopic x-ray. No pt injury was reported.